Event description:
Patient reported "cc." Additionally, the following events have been deemed not related to the device: "autoimmune, gastric, neurological, endocirine issues and hormonal imbalance." The device has been explanted. This record is for the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6., d.7., g.1., g.3.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is "cc, autoimmune, gastric, neurological, endocrine issues and hormonal imbalance". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "cc." Additionally, the following events have been deemed not related to the device: "autoimmune, gastric, neurological, endocrine issues and hormonal imbalance." The device has been explanted. The side of this record is unspecified.